Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the atrial lead could not be fixed in the port due to the setscrew continuing to spin even after it was tightened. Another wrench was used but it was ultimately decided that it was a setscrew issue. The ipg was removed and replaced. No patient complications have been reported as a result of this event.